Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope a-rubber bending section glue separated. Additionally, the charged coupled device cover lens glue was peeling off. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is stress and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.